Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump fails to occlude until downstream pressure exceeds 22 psi. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found in specification in relation to the reported pump fails to occlude until downstream pressure exceeds 22 psi. No component could be identified for causality. Should additional relevant information become available, a supplemental report will be submitted.